Event description:
No additional information.

Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot was made available for this reported event. In our process the corresponding documents were analyzed. There are proper controls in place to detect product malfunctions.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that luer-lock fasteners come loose during use. When did the incident occur? During use short description luer-lock fasteners come loose during use.